Event description:
It was reported that the bd precisionglide¿ needle was blocked while drawing up insulin. The following information was provided by the initial reporter: "needle would not extract the insulin from the vial. Unsure if there is a blockage or if needle is damaged before packaging. He was able to get the insulin using another needle.".

Manufacturer narrative:
H.6. Investigation: it was reported by the consumer, the needle would not extract the insulin from the vial. To aid in the investigation, one sample in an opened packaging blister with the plastic shield was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The solution was expelled with normal flow. A device history record review was completed for provided material number 305110, lot number 9077703. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Investigation summary: it was reported by the consumer, the needle would not extract the insulin from the vial. To aid in the investigation, one sample in an opened packaging blister with the plastic shield was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The solution was expelled with normal flow. A device history record review was completed for provided material number 305110, lot number 9077703. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was blocked while drawing up insulin. The following information was provided by the initial reporter: "needle would not extract the insulin from the vial. Unsure if there is a blockage or if needle is damaged before packaging. He was able to get the insulin using another needle."